Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. Threshold testing was completed multlple times with acceptable measurements observed, however exit block was noted. The outputs were reprogrammed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).